Event description:
During a laparoscopic cholecystectomy procedure, the device could not be released after firing. The procedure was converted to open, and with the help of a spatula, the jaws were released. The device had not cut or stapled.